Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the machine frequently made air alarms, and cracks were found with the titanium head when the catheter was examined. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: 04/25/2013. An investigation is currently underway. Upon completion, the results will be forwarded.